Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was beeping and the screen was white. The customer¿s blood glucose level was not provided at the time of the incident. Customer stated the display had white flashing on the screen. The customer had tried different batteries. Customer was advised to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with blank flashing white lcd display anomaly due to cracked on lcd controller. Unable to performed displacement, rewind, seating and basic occlusion due to flashing white lcd display. Unit received with cracked keypad overlay at select button, cracked retainer, scratched case and keypad overlay texture damage.